Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "3 weeks post op, patient was going great. Patient advised that shortly after 3 weeks, red bubbles and water blisters began to appear on her knee and now has spread throughout her leg. Possibly beginning to spread on her left leg and arm. Patient has tried anti-itch creams and also has spoken to her orthopaedic surgeon".